Manufacturer narrative:
There was no report of patient injury. Device has not been returned to sorin group (B)(4). Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the encoder knob of the s5 roller pump did not change the rpms during a procedure. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate. The service representative was able to reproduce the reported issue and also found that the pump display did not indicate the open/close status of the pump cover and several of the buttons on the screen did not react until pushed multiple times. The pump control panel was replaced to resolve all of the issues. A functional verification was successfully performed and the unit was returned to service. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the encoder knob of the s5 roller pump did not change the rpms during a procedure. There was no report of patient injury.